Event description:
It was reported that a patient experienced a drain falling out on an unknown date after surgery. The patient was brought back to the or and the drain was reinserted. The blake drain is now sutured in place.

Manufacturer narrative:
Drain dislodged - conclusion: the product information for use states "taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.